Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported device shuts off on its own, which was not reproduced during evaluation. Evaluation observed the pump to function normally after running multiple sets however, the device was received for testing without a customer battery or alternating current power cord and it cannot be determined if the parts had a related failure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off on its own. There was no patient involvement. No additional information is available.